Event description:
It was reported to philips that the system's c-arm was unable to move around the table. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned coronary treatment was performed by the customer and completed as planned by restarting the system. Philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to move around table. Review of the system log file showed that there were multiple user massages indicating tube collision and confirmed malfunction as the system¿s c-arm was not able to move. Upon troubleshooting, fse found that there was collision error from the tube when moving from the parker position. To resolve this issue, fse replaced the cover and sensor and checked the proximity sensor. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a system movement issue occurs during a procedure, a warm/fast restart or a cold restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A movement issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on investigation outcome.